Event description:
It was reported that following a procedure to freeze a lesion located on the patient's skin directly over the lead wire, the patient's skin eventually eroded to the point that the lead was visible. The lead was explanted and replaced. During the replacement procedure, the lead insulation was found to be broken and eroded. The patient is a part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the defib conductor (not obstructed) and the outer insulation exhibited a cosmetic depression.